Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high thresholds, no capture at max outputs, high impedance, undefined impedance, oversensing, noise, non-physiological noise, and was possibly fractured. The lead was inactivated and a lead revision is planned for the future. No patient complications have been reported as a result of this event.